Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es was not synchronized with the server. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the station was not synchronized with the server. A technical support specialist discovered that change tracking was disabled and manually recovered the database, following the knowledge article (manual recovery required - data sync invalid upload change tracking value) and the station fully functional. The system functioned as intended after the technical support specialist troubleshot the device.